Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to corroded battery tube. Unable to verify battery failed alarm and performed the self test, displacement test, sleep current measurement test and active current measurement test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.